Event description:
The doctor was positioning the tubehead of the dental x-ray unit for an x-ray and the tubehead yoke cracked in half. The doctor caught the tubehead from falling.

Manufacturer narrative:
There was no user or patient injury with this incident. The yoke is a curved metal section that connects the tubehead to the articulated arm. The manufacturer has requested return of the yoke for further evaluation. The x-ray unit will be repaired.